Manufacturer narrative:
Since the literature described use of six duodenoscopes (five tjf-260v models and one jf-260v model) but unclear which specific models had a positive culture, one of each model was chosen. The suspect device has not been returned to olympus for evaluation. The root cause of the event could not be specified. The possibility that reprocessing was insufficient by deviation from the instructions for use (IFU) could not be ruled out. Brushing around the forceps elevators is a deviation from the IFU. There was no result of culture test performed by the third party or result of device inspection nor result of culture test since the device was not returned. IFU (reprocessing manual) states that "failure to properly clean and high-level disinfect or sterilize endoscopic equipment after each procedure can compromise patient safety. To minimize the risk of transmitting diseases from one patient to another, after each procedure the endoscope and its ancillary equipment must undergo thorough manual cleaning followed by high-level disinfection or sterilization as described in chapter 3, ¿cleaning, disinfection and sterilization procedures¿. Reprocess not only the external surface of the endoscope but also all channels.", warning against improper reprocessing. Serial number of the device was unknown; therefore, device history review could not be reviewed. The literature article is attached for additional information. The literature article doi: https://doi.org/10.1016/j.ajic.2023.10.003.

Event description:
Olympus reviewed the following literature titled "bacterial bioburden of duodenoscope elevator mechanism in different reprocessing stages". The study utilized the swab culture technique to examine the bacterial contamination on the duodenoscope elevator mechanism after clinical use and after three reprocessing stages. The study incorporated six duodenoscopes: five tjf-260v models and one jf-260v model (olympus corporation, japan). From the six duodenoscopes, a total of 112 microbial samples were collected. 7.14% (2/28) of bacterial cultures remained positive after the high-level disinfection of the elevator mechanism, all of which had a higher level of bacterial residue (=102 cfu/piece) post-manual cleaning. This literature article requires 2 reports. The related patient identifiers are as follows: (B)(6) represents tjf-260v . (B)(6) represents jf-260v. This medwatch is for patient identifier (B)(6). There is no report of any serious injury as the literature did not allege any patient infection in this study.